Manufacturer narrative:
Visual inspection of the device showed bends found in the proximal region. During functional testing to test for device interaction and manipulation, the polarmap was inserted into a polarx catheter lumen, insertion occurred with little force needed to maneuver and slide in the polarx while lubricated. The polarmap was extended through the polarx and did not have any device interaction complications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during a cryoablation procedure to treat paroxysmal atrial fibrillation (af) with a polarx balloon catheter and polarmap catheter, when injecting iodine to confirm occlusion under fluoroscopy, a significant effusion in anatomy surrounding the right superior pulmonary vein (rspv) was observed. The event was caused by resistance from pulling and pushing of the polarmap as it was wrapped around the polarx inside the rspv. The physician tried to separate them, but the manipulation of polarmap was difficult due to a deformation at the proximal end. Therefore, the physician likely pushed the polarx distal portion and perforated the vein. No medical or surgical interventions were required, and the patient is expected to fully recover. The polarmap has been returned for analysis.